Event description:
It was reported to MFR by facility that this was a one aide transfer from pt bed to the geriatric chair. As the aide was in the process of turning / swinging the pt around the pt feet and toes can and are able to touch the spokes on the release knob and turn the knob. Per aide when this motion happened the pt fell to the floor in the sling. "Per the facility this release knob located on the jack actuator that is connected to the mast and boom is very sensitive and easy to release." Facility maintenance dept did evaluate said lifts and could not make lift go down as described. The mfg issued RMA to get jack actuator back for evaluation. And it was decided by product manager, quality, and regulatory to send two new replacement jacks to facility, they have two lifts. Before sending said jacks out tech person will tighten up the turn knob releases and will review w/facility maintenance dept routine maintenance process.